Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
Mating part interaction failure occurred during a surgical procedure where, a 2.3 k-wire did not go through the caspar opening. The complaint initiator indicated that a smaller wire was used to complete the surgery and surgeon dissatisfaction was expressed. The patient was reported to be without injury and was not affected. This is report 1 of 4 for this incident.